Manufacturer narrative:
The customer reports an observation of a false positive result on atellica im hepatitis b surface antigen antibodies 2 (ahbs2) for a patient sample compared to the clinical picture, when using reagent lot 161. The initial result was reported to the physician(s), who did not question the result. The atellica im hepatitis b surface antigen antibodies 2 (ahbs2) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reports an observation of a false positive result on atellica im hepatitis b surface antigen antibodies 2 (ahbs2) for a patient sample compared to the clinical picture, when using reagent lot 161. The initial result was reported to the physician(s), who did not question the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the result.

Manufacturer narrative:
Initial MDR 1219913-2023-00169 was filed on aug 17, 2023. Additional information ¿ aug 25, 2023: siemens investigated a customer complaint for an atellica im anti-hepatitis b surface antibody (ahbs2) falsely reactive (positive) patient sample that was also reactive on the hepatitis b surface antigen (hbsii). The customer was requesting a possible explanation for a patient sample to reactive on both assays at the same time. Siemens reviewed past escalation complaints regarding this topic and all associated information within the escalation ticket. Hbsag is a protein on the surface of the hepatitis b virus that can be detected in high levels in serum during acute or chronic hepatitis b virus infection. The presence of hbsag indicates that the person is infectious. Anti-hbs is an antibody that reflects the recovery and immunity of hosts. It is generally interpreted as indicating recovery and immunity from hepatitis b virus infection. Hbsag and anti-hbs can coexist during seroconversion and then form an immune complex, which is rarely detected in clinical cases. This coexistence is paradoxical because hbsag is a specific indicator of acute or chronic hbv infections, while anti-hbs is a protective antibody. This phenomenon has been observed in chronic hbv carriers. The customer sent this patient sample out for testing on an alternate platform, and the result confirmed the atellica im ahbs2 results. Siemens cannot rule out a sample-specific interferent or clinical issue with the patient sample as the cause of the duality of reactive results. Return of the patient sample for further investigation is not warranted because of the low sample volume and atellica results confirmed on an alternate testing platform. The customer is currently operational. The issue was resolved with routine troubleshooting. In section h6, the investigation finding and investigation conclusion codes were updated.